Event description:
Procedure: low anterior resection. Reportedly, the instrument would not release from tissue after firing. Surgeon cut instrument off the mesentary. Surgeon achieved hemostasis and completed procedure with no further pt injury.